Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) started boot looping. Technical support (ts) walked them through the hdd troubleshooting steps for both drives, but the issue persisted. The unit boots into bios, then loads windows desktop. When the cns attempts to launch the application, it reboots and starts the boot cycle again. No patient harm was reported. Investigation summary: the complaint device was received. The unit was evaluated and the complaint of "the unit keep rebooting" was duplicated. The root cause is corrupted software or degraded drives. The issue was resolved through repair service. Nk will continue to monitor and trend. The hdds are mechanical components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages, power surges and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," "threshold breach"), or the device may reboot, the device could display a blue failure screen, or the device screen could "freeze." The unit may sometimes then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance)). Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: ups (uninterrupted power supply) model #: 50042-77r s serial #: (B)(6). Device manufacturer data: 3rd party component unique identifier (UDI) #: na . Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) started boot looping. No patient harm was reported.